Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31358611l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a qdot micro catheter and the physician considered that the char was excessive and that it caused an increased risk to this patient. During the procedure, charring on a qdot micro catheter was observed when switching catheters. At the distal tip at the height of electrode 2, charring was observed almost all around the catheter. A new qdot micro catheter was then opened and used instead. The procedure was delayed 2 minutes. The procedure was completed successfully. No medical intervention. No consequences were observed at the time of the procedure. Additional information was received on 02-aug-2024. The physician considers that the char was excessive. The physician considers the amount of char observed caused a potential risk to this patient. The physician estimated the risk to be increased. The patient did not exhibit any neurological symptoms since the procedure was completed. No errors were presented. The physician saw no other problems on the product. No issues related to the temperature and flow on the catheter. The temperature cut off is set on 55 degrees and the qmode+ was used. The patient was anticoagulated. Act over 300. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during the ablation. The duration of ablation used was not greater than 60 seconds. The average contact force was not greater than 40g. The irrigation rate used => 90 w and 8ml/min. All ngen components were exchanged (both monitors, ngen power supply, ngen generator, and ngen pump). The patient interface unit (piu) and carto system were checked by the biosense webster, inc. Field service representative. The char event was originally considered non-reportable; however, bwi became aware that the physician considered that the char was excessive and that it caused an increased risk to this patient on (B)(6) 2024 and have reassessed the event as reportable. The awareness date for this record is 02-aug-2024.